Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was capped and replaced as the physician reported the lead was not capturing appropriately. The physician also reported that the lead was not active at the time of the replacement. No patient complications have been reported as a result of this event.